Manufacturer narrative:
It is confirmed that the inspection results of the femoral component complied with design specifications with no relevant abnormal notes, and the necking bonding percentage of porous coating complied with the specification requirements. Based on our review of all currently available information, a correlation between the reported event and the device cannot be confirmed, nor can a definitive root cause be identified. A follow-up report will be provided upon receipt of further clinical information and investigation results. Products related to this event: 1. Femoral component, cruciate retaining, pf+, #4, right (product number: 2103-1640 / lot number: 24a439a), (UDI: (B)(4)). 2. Tibial baseplate, with 20 mm stem, pf+, #4 (product number: 2203-3740 / lot number: 24h804a), (UDI: (B)(4)). 3. E-xpe tibial insert, ultracongruent, #4, 9 mm thick (product number: 2303-1741 / lot number: 24m047bp), (UDI: (B)(4)).

Event description:
A complaint case regarding the femoral component was received by the u.s. Subsidiary on (B)(6) 2026. A 59-year-old female patient underwent tka surgery using the u2 total knee system on (B)(6) 2025. The patient returned with continued pain, worsened pain, and stiffness. The x-ray showed several small radiopaque spots adjacent to the bone cut surface of the femoral component. The physician indicates that further evaluation of the patient's condition is needed to determine whether revision surgery is required.